Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical engineer, that the pt experienced hemorrhagic stroke and expired. The hosp does not believe the pt's death was device related.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time.